Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a highest recorded blood glucose of 220 mg/dl following a large meal and alcohol intake. No device alarms occurred, and no infusion set issues were noted. The user believed the meal announcement was insufficient and may have contributed to the elevated glucose. No symptoms were reported. The outcome included no need for outside assistance, medical intervention, or hospitalization. The investigation included troubleshooting and education provided by support, including guidance on infusion set changes and instructions regarding temporary disconnection if administering an off-pump insulin injection. The investigation revealed no device malfunction and no alerts, with a user-management factor related to under-announcement of carbohydrates identified as a potential contributor to the hyperglycemia. Based on previously established findings for similar reports, it was concluded that the cause was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.